Manufacturer narrative:
A1-5: select patient information cannot be provided due to regional privacy regulations continuation of d10: section d information references the main component of the system. Other relevant device(s) are: asm0206. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used intraoperatively in a scoliosis t12-l2 case. It was reported that the robot was not accurate at all and the screws were lateral on the left side of the patient. The patient jerked on l1 left. A new registration was completed and inserted back the same side and it was okay. When they moved to the right side, the same happened, the screws were lateral again, so the surgeon had to insert them free-hand. Bad registration was not suspected because they did it twice. But in the representatives opinion, when they started with t12, the screw skived and shifted the whole spine and that is why all the other screws went lateral. But on the other hand, the whole patient moved. The arm didn¿t figure out, didn¿t shift, or had pressure on it and gave an error. There was no impact to patient's outcome and surgical delay was reported as less than one-hour. Additional information was received. It was reported that the deviation was between 3.5 and 10 millimeters (mm).